Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on march 27, 2025 with lot number 2089403. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as surgical impact opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure non-penetrating nick, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.